Event description:
The facility representative called baxter technical service on 11/3/09. The biomed technician reported a pcaii pump in which an electrical fault 40 occurred (motor disabled, electrical failure) the biomed technician reported the motor stopped on this pump. The pump was administering dilaudid when the pump shut down. The pump was exchanged and patient's therapy continued. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B) (4)the device has been received for evaluation. An evaluation has been performed and the reported issue of an electrical fault was not confirmed. Initial testing was performed without any alarms or electrical faults triggered.